Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics and motor assembly.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was 166 mg/dl at the time of incident. The insulin pump will be returned for analysis